Event description:
Tsr alleged that the lh head siderail is not latching in the up position. Tsr stated that there were no injuries. Tsr stated that he has the bed out of service and will be installing the new latch mechanism. Tsr performed modification 380 on this bed and the siderails functioned properly.